Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was 6.4 mmol/l. The customer was advised that the internal source in the pump is unable to charge. The customer was advised to disconnect from the device. The customer was advised to go through the following step and that is to wait for the notification light to stop flashing, insert a new full charged aa battery, clear the power alarm, update the pump's time and date as needed and complete the reservoir and tubing process. The customer was advised and explained the process should resolve the power error detected condition. The customer was advised to monitor the pump.